Event description:
It was reported that there was event with a "handle". According to the information received, the instrument broke after procedure (nephrectomy) whilst instrument was being dismantled one of the "crescents" fell out and it was noticed that one was missing. The patient was sent to x-ray, patient does not know the outcome of the x-ray. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon evaluation the tip of the outer sheath was found to be damaged and bent. The sheath has strong usage marks, dents and scratches allover. The black irrigation cap was found to be missing which is outside of the patient. Furthermore the crescent former was found to be damaged, chipping was detected. The half-shell underneath the former is present. According to the device drawing there is only one crescent by design. Therefore the described failure cannot be confirmed. The device was manufactured in march 2005 and is therefore suspected to be in use for almost 15 years. Conclusive the described event "one of the "crescents" fell out" cannot be confirmed. The device shows strong usage marks, scratches, dents, chipping and a missing irrigation cap. Instruments must be checked immediately before and after every use to ensure that they are free from damage. The end of the product's service life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use. No indication for a material or manufacturing related issue found during the investigation.